Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but a photo was provided for investigation. The photo was reviewed and the indicated failure mode for foreign matter (fm) was observed. Black specks were observed embedded inside the tube wall. Embedded fm is isolated from any specimen and is therefore considered a cosmetic defect. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of embedded fm. Bd was not able to identify an exact root cause for the indicated failure mode.

Event description:
It was reported that while using bd vacutainer® k2 edta (k2e) plus blood collection tubes that there was foreign matter in tube; biological and nonbiological. The following information was provided by the initial reporter: this report is about black fm in the blood collection tube.

Event description:
It was reported that while using bd vacutainer® k2 edta (k2e) plus blood collection tubes that there was foreign matter in tube; biological and nonbiological. The following information was provided by the initial reporter: this report is about black fm in the blood collection tube.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.